Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to dislodgement. This issue was discovered as the lead was undersensing and failing to capture at maximum output, this was confirmed using x-ray imaging. This lead is not expected to be returned as it was kept by the hospital. No additional adverse patient effects were reported.